Manufacturer narrative:
D11: lot number for product ID: 9735225 is 1857889. H3) a medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer. However, it is under analysis at the time of filing. H6) 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that there was a delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The computer was returned and analyzed. The computer booted normally to the application screen. The installed programs started and ran normally. No automatic restarts were observed. Codes 10, 213 and 67 are applicable to this analysis. H2: the product ID of the computer has been updated to 734477, lot number: 1857889. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was having issues with the system. It was reported that the system restarted itself while the surgeon was about to start the second of four screws. The site was able to start the system back up and load the scan back into the software. After placing the third screw, the screen froze on the site and they were forced to restart the system. During the second restart, the screen locked up and indicated "no signal". The site then forced a shutdown to attempt a start-up two more times. The site was able to load the needed scans to place the last screw. The procedure was completed using the navigation system and there was no reported impact to patient outcome. Conflicting information was received that the amount of delay was unknown and that there was a delay to the procedure of less than one hour due to this issue. Follow-up is being conducted.